Manufacturer narrative:
Product complaint # (B)(4). Additional information has been received; the previously reported event is no longer considered reportable at this time as the device was determined to from another operating company. No further follow-ups will be sent.

Event description:
It was reported that on (B)(6) 2025, the hammer pad broke off. The hammer pad separated from the handle itself. There was short delay for opening another pan and get another impact out. Case was finished with no issues. Surgical delay was 3 minutes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.